Event description:
It was reported that during clavicula resection on a male patient with normal bone structure the blade was twisted without any major outer force. The blade protecting the bore came in contact with the rotating bore and got twisted resulting in severe deformity of the shaver blade and an amount of metal debris intra-articularly. Follow-up information: there were traces of debris in the joint and they were able to flush out most of it with the dualwave system. This is all the new information that was given.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed this type of event is typically caused by excessive bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.